Event description:
Patient was seen on (B)(6) 2020 in clinical office for troubleshooting of their device. The patient alleged the device had been disconnecting frequently, resulting in loss of efficacy, particularly overnight when device was in sleep mode due to prolonged disconnects. The physician confirmed by ultrasound and palpation that the device was rotated. The rotated ipg is the root cause to the disconnects. Revision surgery occurred on (B)(6) 2020.